Event description:
It was reported that the user received an insulin-out alert during sleep despite a recent change, observed a full cartridge, and then encountered an ¿unable to proceed¿ message during a subsequent supply change; after guidance and a dry run, a new supply change was completed without issues, and blood glucose was unaffected, consistent with a failure to infuse associated with the delivery motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem associated with delivery motor function that aligned with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.